Event description:
The reporter stated that the surgeon was inserting a cq2015 collamer three piece lens into the patient's eye and the lens tore. The lens was removed and replaced with another model lens, with no patient injury.

Manufacturer narrative:
Evaluation results - a visual inspection of the returned product shows one haptic is torn off into the optic and is missing. The other haptic is torn off and there is a tear in the optic near the haptic. There is clear surgical residue on the lens. Conclusions - based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.